Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Material # 305916. Lot # unknown. It was reported that the bd safetyglide needle was clogged/blocked. The following information was provided by the initial reporter: it was reported by customer that needles were clogged. Verbatim: rcc received a complaint via email. Email(s) attached. Could you please confirm customer want to create the new complaint or they want replacement for already existing complaint pr# (B)(4). Customer: wetaskiwin family pharmacy inc contact: michelle reid phone: 780-352-5111 likely product: 305916 lot: unknown patient impact: unknown I can call back on monday if needed. Additional information provided on 05/03/2024: "I would say that this occurred at least 5-10 times a month since october 2023, where the needles were plugged and we had to swap them out & try a different one¿.so it¿s been an ongoing problem for us. I did not write down the specific date that the first incident occurred."

Event description:
No additional information was provided.

Manufacturer narrative:
Since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. We would be very interested in examining product that does not meet your expectations and our quality standards. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Examination of the product involved may provide clarification as to the cause for the reported failure. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.